Event description:
An article entitled ¿long-term effectiveness and tolerability of vagal nerve stimulation in adults with intractable epilepsy: a retrospective analysis of 100 patients¿ was received. In the study, data for 100 vns patients was collected and analyzed retrospectively. The mean seizure reduction was increased at each time point from 6 months to one year and from each yearly increment up to 12 years. Evidence of statistical signification for mean seizure reduction over time was strong. Mean seizure reduction was 49.04% and 51 patients were considered responders (defined as 0% or more reduction in seizure frequency). This study demonstrated the long-term efficacy in seizure reduction with the use of vns. Complication rates and tolerability did not deviate greatly from the previously reported, indicating that vns is a safe and effective treatment for seizure reduction in intractable epilepsy. In the study, adverse effects of a surgical nature, while vns was on, and due to aeds, were recorded. Surgical complications included one patient with implant site discomfort that required revision or removal (MFR report # 1644487-2013-01505) * this file , two cases of lead damage that required revision/removal (MFR report #1644487-2013-01502 MFR report #1644487-2013-01536), and one case of vocal cord paralysis that require revision/removal (MFR report # 1644487-2013-01506). Five patients had temporary dysphonia due to unilateral vocal cord paresis, three of whom required ent intervention and two were self-limiting (MFR report# 1644487-2013-01527, MFR report # 1644487-2013-01528, MFR report # 1644487-2013-01530, MFR report # 1644487-2013-01531, and MFR report #1644487-2013-01532). One patient suffered from left-sided horner¿s syndrome (MFR report #1644487-2013-01535). In two patients, generator migration from the implant site occurred requiring revision/removal (MFR report #1644487-2013-01533 and MFR report #1644487-2013-01534). No patients died as a direct result of vns surgery, although one patient died following a collapse 2.86 years post-operatively. The post-mortem in this case was inconclusive, and the responsible neurologist could not rule out sudep. (MFR report # 1644487-2013-01481) serious complications with stimulation included one patient with palpitations (MFR report # 1644487-2013-01507) and one patient with chest pain that required removal/revision (MFR report # 1644487-2013-01504). The results showed that post-implant, three patients were seizure free for at least one year before seizures returned. At final follow-up, 13 patients had a worsening of seizure frequency. (MFR report # 1644487-2013-01511, MFR report # 1644487-2013-01512, MFR report #1644487-2013-01513, MFR report #1644487-2013-01514, MFR report #1644487-2013-01515, MFR report #1644487-2013-01516, MFR report #1644487-2013-01517, MFR report #1644487-2013-01518, MFR report #1644487-2013-01519, MFR report #1644487-2013-01520, MFR report #1644487-2013-01521, MFR report #1644487-2013-01522, MFR report #1644487-2013-01523, MFR report #1644487-2013-01524, MFR report #1644487-2013-01525, MFR report #1644487-2013-01526).